Event description:
It was reported that multiple error screens occurred mid-interrogation. The programmer was turned off and back on and then functioned ok. It is noted the error screen said "serious programmer problem", "call medtronic". It was also reported the error appeared every time a device was interrogated. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed bench testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.